Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an 8.6 cm abdominal aortic aneurysm approximately 13 months ago. At the time of implant, the right common iliac artery was mildly tortuous. It was reported that a 1-year follow-up CT showed that the aneurx stent graft has migrated 1 cm distally with a proximal type I endoleak. At the time of migration, the aneurysm is 8.2 cm in diameter, and the aortic neck angulation is moderate at about 35 to 40 degrees. The right common iliac artery is now moderately tortuous; the physician has commented that the increased iliac artery tortuosity might have contributed to the migration of the stent graft. The type I endoleak, as well as a type ii endoleak from the lumbar arteries, is filling the aneurysm sac; however, the patient is stable and asymptomatic. The physician has elected to intervene for the patient's endoleaks and migration at a later date.

Manufacturer narrative:
Intervention planned - evaluation results: endoleak, graft migration, increased iliac artery tortuosity; type ii endoleak. Conclusion: increased iliac artery tortuosity; type ii endoleak.